Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported over infusion, which was not confirmed or reproduced during evaluation. Multiple flow rate tests were performed and the pump was not observed to over infuse and no related device malfunction was identified. Evaluation found flow rate delivery was under infusing out of the ±5% accuracy at higher flow rates. The customer reported allegation of over infusion could not be confirmed through clinical review of the history log. It was noted that the device was turned off for a 23 minute period, which aligns with the time of the customer reported event.

Event description:
It was reported that a sigma spectrum pump over infused heparin to a patient in the medical surgical unit. The nurse changed the heparin bag at approximately 10:35 a.m. And programmed the pump to infuse heparin at a dose of 16 units/kg/hr, volume to be infused (vtbi) 240ml, and a rate of 12.8ml/hr. At 11:41 a.m. The pump alarmed and it was observed that the heparin bag was empty. The patient's ptt increased (unknown lab results) and increased lab draws (unknown frequency of lab draws) were performed to monitor the patient's ptt until stable.